Manufacturer narrative:
The ipg was not returned for evaluation. Additionally, stimulation settings were are not available. In absence of complete stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
B5: event description updated.

Event description:
The patient did not lose therapy prior to ipg replacement.

Event description:
It was reported that the patient did not have adequate therapy and the ipg was inoperable. It is unknown if the ipg depleted prematurely or not. As a result, surgical intervention occurred on (B)(6) 2021 and the ipg was explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
Event date is estimated. The UDI could not be provided because this device was manufactured prior to being assigned a UDI number.